Event description:
An optometrist reported that a patient who underwent bilateral photorefractive keratectomy (prk) experienced blurry vision up close, in the left eye only, at the eleven day postoperative visit. A corrective lens was provided to help throughout healing process. After further follow up, reporter informed that the vision had recovered and patient was doing well.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).